Manufacturer narrative:
The device was received partially deployed. The slide insert was visible through the viewing window, the linkage assembly was in the fully deployed state and the hard cannula was seen exposed past the bottom housing. Blood was also observed on the adhesive pad. The download data showed no timeouts, drive stalls, or alarms that would indicate any failure for the device to deliver insulin. Upon removal of the top housing the hard cannula was seen incorrectly installed with the slide retract, and damage to the slide retract had occurred as a result of this. The needle mechanism failure, bleeding and bruising event and skin irritation were all caused by the hard cannula being incorrectly installed. No other damages or deficiencies were observed during the investigation.

Event description:
It was reported by the patient that the needle did not retract back into the pod. The patient also reports that the site is bloody and inflamed almost like an infection. The pod was worn longer than 48 hours. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.